Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia up to 400 mg/dl followed by hypoglycemia to 55 mg/dl while using the ilet, which the user attributed to an infusion set supply issue and resolved after completing a full supply change; the user self-treated hypoglycemia with oral glucose. Symptoms included shakiness, confusion, and brain fog during low glucose. Outcomes included transient high and low glucose without hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed an unclear cause for both hyperglycemia and hypoglycemia, with user-reported resolution after supply replacement. It was concluded that the cause of the glucose excursions was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.